Event description:
It was reported that the user experienced difficulty pairing their g7 cgm to the ilet despite troubleshooting, performed a manual blood glucose of 244 mg/dl which was entered into the ilet, then replaced and successfully paired a new g7 sensor using code 0589; subsequent cgm readings showed 306 mg/dl with a confirmatory fingerstick of 281 mg/dl, after which the cgm was recalibrated and glucose trended down. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement after sensor replacement, manual entry, and recalibration. Investigation included customer service troubleshooting, guided sensor replacement, verification with capillary glucose testing, cgm recalibration, and follow-up assessment. Investigation of this case revealed a cgm connection and accuracy issue that resolved after sensor replacement and recalibration, with no evidence of ilet hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.